Event description:
It as reported that the customer had been experiencing high blood glucose level of 557 mg/dl. The customer had changed the set several times but the anomaly still persisted. The customer's blood glucose at the time of the call was 338 mg/dl. The customer had treated with the insulin pump and with manual injection. Troubleshooting was performed. The drive support cap was recessed. Everything tested within specification. In the alarm history there was no delivery alarm present. The high pressure test passed. The infusion set was removed from the customer's body and the cannula was neither bent nor occluded. The insertion site of the infusion site was not sore or irritated. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).